Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, the foot was stuck and could not close, the foot was then intentionally broken to remove the prostyle device from the anatomy. The foot was not left in the patient. Manual compression was ultimately used to achieve hemostasis. It was noted that the procedure was continued through another arterial access site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely the device interacted with the anatomy (tissue) causing the difficulty to close the device. Tissue interference with the foot can cause the foot to surf distal and lock open. This then likely lead to the intervention breaking the foot to release from the vessel. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.